Event description:
It was reported that bd needle sftygld 25x1 rb safety mechanism was difficult to activate. Complaint via email. After using safetyglide needle 25g-gauge x 1" ref 305916 lot: 5225636 and attempting to engage the needle safety device, the safety mechanism failed to deploy correctly. The safety device was fully extended, but it did not cover the of the needle. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No there were no adverse event or injury. Total number of occurrences? Only one occurrence.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.